Event description:
It was reported that the procedure was to treat a restenosed non-abbott stent, in the proximal left anterior descending artery with no tortuosity, no calcification and 90% stenosis. The vessel diameter was 3.5 mm and the lesion length was 25 mm. Pre-dilatation was performed with a 1.5x20 mm non-abbott balloon catheter and a 3.5 mm non-abbott balloon catheter. A 3.5x26 mm non-abbott balloon catheter was then used for additional pre-dilatation and the lesion was examined with optical coherence tomography (oct). As the proximal part of the lesion was not fully dilated, a 3.5x8 mm nc trek dilatation catheter was advanced without resistance and inflated twice; first inflation at 8 atmospheres (atms) and second inflation at 16 atms. The balloon ruptured circumferentially on the second inflation and during withdrawal of the dilatation catheter the ruptured balloon material met resistance with the guiding catheter tip. Once the dilatation catheter was removed outside of the patient anatomy, it was noted that the balloon material was partially inside out. A new nc trek dilatation catheter was used for further procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed and the balloon material was peeling on the entire length of the balloon. The reported difficult to remove from the guiding catheter could not be tested due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.